Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: I had a pharmacy customer report to us that approximately 3 needles per box of her bd nano pro needles were faulty (ie. Insulin would not flow through). She only had one of the boxes at home still. The lot number of the box was 2249602.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
B3. Date of event is unknown; awareness date has been used for this field. H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: "I had a pharmacy customer report to us that approximately 3 needles per box of her bd nano pro needles were faulty (ie. Insulin would not flow through)". She only had one of the boxes at home still. The lot number of the box was 2249602.